Event description:
In 2009, the lay patient's mother contacted lifescan (lfs) alleging that the patient's one touch ultra mini meter read inaccurately high. The complaint was classified based on the initial information provided to the lfs customer care advocate (cca). The mother claimed, the patient obtained inaccurately high readings in the 400 mg/dl range and, as a result, took more novolog insulin per his usual regimen. After taking the additional insulin, the mother said, the patient had a seizure at about 3:00 am two days later, the mother called ems. A reading of 34 mg/dl was obtained on the emt's meter. No reading on the reported meter was obtained. The patient was given oral glucose, then juice and food. The next ems meter reading was 64 mg/dl. The patient was transported to the ER where he was treated with IV's and then released to home after a reading in the 200 range was obtained. The mother said she performed a control solution test on the reported product and received a reading of 145 mg/dl, which was outside of the control solution range of 105-140 mg/dl. The cca walked the mother through performing a control solution test using a new vial of test strips; the result of 125 mg/dl was within specifications. The mother stated she did not trust the reported meter. The patient's products were replaced. This complaint is reported because, the patient's mother alleges that the patient took additional insulin based on inaccurately high readings on the lfs product. She claims the patient had a seizure and received ems treatment for hypoglycemia afterward.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.